Manufacturer narrative:
(B)(4). Medical devices - unk femoral head, unk cup, unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06115. Dcustomer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision of femoral head and liner due to dislocation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of x-rays .device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Other text : device not returned for evaluation.

Event description:
No further event information available at the time of this report.